Event description:
It was reported that the patient suffered from multiple sclerosis (ms). When the implantable neurostimulator (ins) was switched on the patient suffered from numbness in her hands and feet that went away when the stimulation was turned off. It was noted that the patient had bilateral implants, but the numbness was predominately on the left side. It was also reported that the impedances were over 4,000 on a couple of electrodes. The patient was reprogrammed and x-rays were taken. At the time of the report the patient was alive with no injury. Two days later it was reported that the numbness was on the ¿same side.¿ the reporter had tried adjusting the pulse width and rate and also suggested using it at a low, sub-sensory amplitude, but the numbness persisted. It was noted that besides the numbness the patient was receiving proper therapy, but the ins was still switched off because of the numbness. The patient had no falls or trauma. The following day it was reported that the ins was switched on two weeks post-operatively. During the switch on, there were two to three readings of impedances over 4,000. The same electrodes were high two to three weeks later during reprogramming. The patient believed that the ins was sadly, aggravating her ms symptoms which included numbness in her extremities. The next day it was reported that there were seven electrode combinations with impedances greater than 4,000 ohms. Six days later it was reported the nurse could not remember the patient having this loss of sensation during the trial phase, but her partner claimed she did, albeit very briefly. The nurse stated that it was all ¿entirely linked¿ to the therapy as it stopped when she switched it off and the sensations improved. It was noted that the right side was worse than the left, which did not correlate to the nurse.

Manufacturer narrative:
Concomitant: product ID 309328, serial# unknown, implanted: 2013-(B)(6), product type lead. Product ID 309328, serial# unknown, implanted: 2013-(B)(6), product type lead. Product ID 3058, serial# unknown, implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).